Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being admitted to the hospital for high blood glucose of more than 600mg/dl. The customer stated that the insulin pump alarmed no delivery, and the doctor wants the customer to get a replacement of the device. No further info was provided.